Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip was stuck. The grip did not move when rotational force was applied to the input disc. The motion was not intuitive as a result. Engineering also found stuck hypotubes and main tube damage. The instrument was disassembled to find hypotubes stuck together via dried bio debris. The dried bio debris prevented their relative motion, which caused the grip to stick. The evidence was inconclusive, but the hypotube issue was likely cleaning related. The distal end of the main tube had various scratch marks with light material removal. The scratches were .080 - .135 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage may have been caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the prograsp forceps instrument tip allegedly did not move smoothly. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.